Event description:
It was reported that the customer had an issue with the motor on the insulin pump. Customer was receiving sensor errors, weak signal, and lost sensor alerts. Customer stated that the sensor will find the pump and go back to normal. Customer stated that he was able to rewind and prime and then connect back to the pump. Customer checked the alarm history and found a motor error alarm. Customer was offered to have the pump replaced, but the customer declined. Customer stated that the alarm occurred during a basal. Customer does not use the sensor feature. Customer stated that he was able to rewind the pump. It was explained that a false motor error may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. Customer declined troubleshooting for weak and lost sensor. No additional information provided.

Manufacturer narrative:
Findings: unit communicated properly with the glucose sensor simulator and the minilink transmitter. No weak signal alarm, lost sensor alarm or unexpected sensor error alarms noted. Unit passed displacement test, rewind and basic occlusion test. No motor error alarm noted. Unit was unable to prime during prime/a33 test due to faulty fsr (gold). Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor was tested outside of the device and passed. Unit had minor scratched display window and cracked reservoir tube lip.